Event description:
Customer reported erroneous differential test results with high eosinophil% and low neutrophil% were obtained for seven pt samples over several days when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the test results. The test results were determined to be erroneous when compared to a manual differential with lower eosinophil% and higher neutrophil%. Test results were reported out of the lab. Corrected reports were issued for all pts. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 6 events reported by this customer.

Event description:
Customer reported erroneous differential test results with high eosinophil% and low neutrophil% were obtained for seven pt samples over several days when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the test results. The test results were determined to be erroneous when compared to a manual differential with lower eosinophil% and higher neutrophil%. Test results were reported out of the lab. Corrected reports were issued for all pts. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 1 of 6 events reported by this customer.

Manufacturer narrative:
The instrument controls were run before and after the incident and recovered within assay ranges. Raw data was not provided. On (B)(6) 2010, the field service engineer replaced the laser, aligned the flowcell, replaced and aligned the light scatter sensor mask. Replaced the reticulocyte stain pump and verified the instrument performance. Root cause is the parts replaced and repaired of the analyzer. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add¿l reportable events. This MDR represents event 1 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01263, 01264, 01265, 01266, 01267.